Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a positive trichomonas vaginalis patient result was obtained on bd max¿ vaginal panel. Test was repeated on bd max¿ system, bd max¿ instrument using bd ctgctv2 for bd max¿ system and result was trichomonas vaginalis negative. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report should be canceled because it is a duplicate of report 3007420875-2025-00228.

Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a positive trichomonas vaginalis patient result was obtained on bd max¿ vaginal panel. Test was repeated on bd max¿ system, bd max¿ instrument using bd ctgctv2 for bd max¿ system and result was trichomonas vaginalis negative. There was no report of patient impact.